Event description:
Pump was primed at 8:30 and was on standby for minimally invasive CABG case. Shortly after noon, the surgeon experienced difficulty and called for cpb. The bypass run was difficult with respect to managing frequent air locks and low hematocrits due to excessive bleeding. The pt required multiple blood transfusions while on pump. An iab was inserted at 16:25. At 17:35, bypass was interrupted while the venous cannulation was switched to bu-caval cannulation. The pt was off support for a few mins, exact time is unk. Shortly after re-initiation of bypass, the pao2 and 87 at 100% fio2 with a venous saturation of 55%. The pt was warm with a hemoglobin of 6.0 and 3.5 l/m blood flow. At 1800, the pt was off support for approximately one min while two perfusionists changed the oxygenator out. The next reported pao2 was 569, with a venous saturation of 68% at 100% fio2. Blood flow was 4.4 l/m. The pt was on abiomed bi-vad support from 1855 to 2030 and was transported to ICU where he was pronounced expired. Hosp risk mgr is in possession of the oxygenator at this time.